Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient underwent revision surgery due to infection. The polyethylene insert was exchanged without complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: medical product: unknown tibial tray: catalog # ni, lot # ni; unknown femoral component: catalog # ni, lot # ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the patient has kept the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, this device was determined to be not reportable as a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The initial report should be voided.

Event description:
See h10 narrative.